Event description:
It was reported that the pin on the customer's belt clip had snapped. It was also reported the customer was hospitalized for diabetic issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.